Manufacturer narrative:
A correlation between the device and the reported driveline infection could not be conclusively determined. Upon disassembly of the returned pump, examination of the pump blood-contacting surfaces revealed no depositions. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 2 years, 2 months. The device was returned for analysis. The evaluation is not yet complete. No further information is available. A supplemental report will be submitted when the device evaluation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient developed a driveline infection and presented to clinic on (B)(6) 2016 with pain and exudate at the driveline site. The patient was admitted and a debridement at the driveline site was performed. Unspecified antibiotics were started and the patient was discharged home on (B)(6) 2016. The patient remained on wound vacuum and antibiotic therapy at home. On (B)(6) 2016, the patient was readmitted for evaluation and on (B)(6) 2016, the patient underwent a pump exchange. No further information was provided.